Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose, with blood glucose of 47 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as the customer's blood glucose would drop even without bolusing. Troubleshooting was not completed as the pump was not available at the time of the call. The insulin pump will be returned for analysis. Updated summary: the customer's parent called to state that the customer's pump was working as it should, and they wanted to return the replacement pump.